Manufacturer narrative:
Siemens is in process of investigating the event. The root cause for the event is unknown.

Event description:
Customer reported false negative leukocytes result on the analyzer. There was no report of injury due to this event.

Manufacturer narrative:
Siemens field service engineer (fse) reviewed proper technique with the customer. Fse recommended customer to change the strips and the lot number. Fse verified the qc (siemens), they all were in range and sent a loaner instrument on site to compare with customer's actual instrument to see discrepancies on both instruments. The results for the leucocytes correlated well between both instruments. Fse reviewed all microscopy results from the samples correlated on the study and then verified if the results from their instrument match with the microscopy. All results were good.